Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the probe came off the patient unexpectedly and without any type of traction or damage. When checking, it turned out to have a burst fixing balloon.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No sample was received for evaluation. A video was provided, and a leak was observed in the balloon. The reported condition was confirmed through the video. A possible root cause cannot be determined. Based on the historical review, a corrective and preventative action (CAPA) was generated to the supplier of the device to address the reported condition. This complaint will be used for tracking and trending purposes.